Manufacturer narrative:
An event of device embolization on top of mitral valve after 1.5 hours of procedure was reported. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. A returned device assessment could not be performed as the device was not returned for analysis. Imaging was provided and reviewed. The device appeared to have a mitral shoulder present in the 85 degree view, therefore, did not meet the circumflex safety criteria and was not 2/3 distal to the cx. After the device was released, the disc appeared to be sitting on the mitral shoulder portion of the lobe instead of surrounding la tissue. Device was still in position at the time of the procedure end. Fluoro assessment revealed that the device was severely compressed with the stabilizing wires likely not engaged in tissue even with the pass of the tension test. Follow up transthoracic echo showed device embolized into the mitral valve. The device was successfully recaptured into the sheath and a new, larger device was implanted. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amulet steerable delivery sheath. The orifice was measured as 24-25mm, landing zone was measured as 19-23mm, and depth was 24mm. The sizing of the device was determined via transesophageal echocardiogram (tee). Tee was used during procedure. The left atrial pressure during procedure was 9mmhg, and fluid was given. During the procedure, the tension test was performed, and the close criteria were satisfied. The device had evidence of compression, and it was noted that the distal end screw was offset, and there was concavity on the lobe side. There was no clinically significant leak around the lobe of the device. It was noted that the physician had difficulty getting clear imaging views, and fluoroscopy was used more than previous cases. While the patient was in recovery about 1.5 hours after the procedure, it was discovered that the device had embolized and was sitting on top of the mitral valve. The device was urgently retrieved using a raptor snare device, and it was pulled back into the sheath for complete removal. The device was replaced with a 31mm amplatzer amulet left atrial appendage occluder, which was successfully implanted. The patient did not have any clinical signs or symptoms. It was believed that the cause of the embolization was sizing due to trabeculae. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. The orifice was measured as 24-25mm, landing zone was measured as 19-23mm, and depth was 24mm. The sizing of the device was determined via transesophageal echocardiogram (tee). The left atrial pressure during procedure was 9mmhg, and fluid was given. Tee was used during procedure. During the procedure, the tension test was performed, and the close criteria were satisfied. The device had evidence of compression, and it was noted that the distal end screw was offset, and there was concavity on the lobe side. There was no clinically significant leak around the lobe of the device. It was noted that the physician had difficulty getting clear imaging views, and fluoroscopy was used more than previous cases. While the patient was in recovery about 1.5 hours after the procedure, it was discovered that the device had embolized and was sitting on top of the mitral valve. The device was urgently retrieved using a raptor snare device, and it was pulled back into the sheath for complete removal. The patient did not have any clinical signs or symptoms. It was believed that the cause of the embolization was sizing due to trabeculae. The patient status was reported as stable.